Event description:
I had eye surgery in 1995 to correct my vision. I could not wear contacts and hated wearing glasses. After my surgery, I started getting dry eye. Over the years it was gotten worse. Most days are so bad I can't function because I can't hardly open my eyes. I have tried every drop that they make and nothing works. My dry eye continues to get worse. The pain and burning/stinging sensation that I get are constant. Eye surgery was the worst thing to happen. The doctor who performed the surgery and the eye doctor I saw before and after down played any and all side effects. Living life in constant pain is no way for a person to live. I get no relief from anything. I have been to a new eye doctor who has been unsuccessful in helping me ease my eye pain. I just want the pain and burning to stop. I thought I was the only one out there suffering but I'm not. There are many of us. It is sad that we were all lied to by these eye doctors who only care about money, not a pt's well being.